Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. The unit was not found in the list of affected units and the advised unit was replaced to resolve the issue.

Manufacturer narrative:
No device analysis results are available because the device was not returned. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the reported event remains unknown.